Event description:
The company received a report stating that a nurse accidentally connected an IV to the pilot line of the product. The flow rate of the IV was 125cc per hour, which resulted in the cuff bursting and dumping a significant amount of fluid into the pt's lungs. There was not further info provided but multiple attempts have been made to gather further info.

Manufacturer narrative:
No sample is expected to be returned and no lot# provided for eval. The caller could not confirm a model of the tube. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. Info has been added to the database for trending purposes.